Event description:
During the implantation of this device after the surgeon had completed de-airing of the device and while coming off of cardiac bypass, excessive bleeding was noted between the outflow graft bend relief and the outflow graft. The surgeon pulled back firmly on the outflow graft assembly to ensure proper seating of the component and tightened the connection resolving the bleeding. The patient later returned to the o.r. For bleeding in the same area, the bleeding was resolved by wrapping the connection.